Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up interrogation, dashes (---) were noted for several parameters. Attempts to reprogram the device were unsuccessful.